Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 25ml and the results were within specification: 1st test: 6 minutes 7 seconds or 98% of expected accuracy, 2nd test: 6 minutes 6 seconds or 98% of expected accuracy, 3rd test: 6 minutes 6 seconds or 98% of expected accuracy. Multiple attempts to obtain additional information have not been successful at this time. The pump's operational log was reviewed. The actual date of the reported event was not known. The only information that was given regarding the event was an infusion of "taxol in 500mg bag to infuse via central line over 3 hours". There was no information in the log that corresponded to this information. Therefore, the log reviews is for the last day of infusion activity on (B)(6) 2013. The pump was powered on at 5:53:30pm. A vtbi of 110ml was set at 5:53:36pm and new rate of 410ml/hr was entered in at 5:53:40pm. The pump was turned on to infuse at 5:53:40pm. The calculated total time for infusion is 16 minutes 6 seconds (t=v/r). At 6:09:46pm kov automatically turned on and the infusion had completed and stopped when the kvo turned off at 6:14:15pm. The total volume infused was 109.99ml for duration of 16 minutes 6 seconds. The total volume infused relative to the time was 100%.